Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because batch number is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient experienced a shock in their whole body while working in an industry/factory setting. Afterwards, the patient noticed that they had lost effective therapy and therapy was not in the correct location. Troubleshooting was performed. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.